Manufacturer narrative:
The lens was returned dry in a small vial. Visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue on lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -10.0/+2.5/154 diopter, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged with a shorter lens due to excessive vault, significant reduction of ica, and glare/haloes. Although the patient still complained of "reading problems" and "strange" visual effects at distance, the surgeon stated that objectively everything was fine and he believed that after time and healing the problem would be resolved. As of the date of MDR submission, the lens has not been returned for evaluation.

Manufacturer narrative:
Additional data:work order search: no similar complaints were reported for units within the same lot. (B)(4).